Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced this patient into a ventricular tachycardia episode, which eventually develops into a ventricular fibrillation. The device delivered a shock that ended the episode. It was decided to continue monitoring the patient. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b2: outcome attributed to adverse event h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced this patient into a ventricular tachycardia episode, which eventually develops into a ventricular fibrillation. The device delivered a shock that ended the episode. It was decided to continue monitoring the patient. This device remains in service. No further adverse patient effects were reported.